Event description:
It was reported that the device was explanted after implant duration of zero days, because the "struts of them would not engage properly with the annulus." No other details were provided. Information learned from the operative report.

Manufacturer narrative:
"Struts of them would not engage properly with the annulus." Device not returned.